Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the implanted device could not be interrogated with the programmer's radio frequency (rf) head. The cord was "very twisted and kinked in several places." Once the rf head was replaced, interrogation was completed without difficulty. It was also noted that the touch pen/stylus was "bent at a right angle," and was changed. The programmer was confirmed to have the updated software. The status of the programmer, rf head and the stylus is unknown. No patient complications have been reported as a result of this event.